Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a procedure performed on (B)(6) 2014. According to the complainant, during the preparation, the snare would not extend. The procedure was completed using another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare detached, therefore, this is now an MDR reportable event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Investigation results finding of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and catheter was slightly kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. However, flare detachment is contrary to what was originally reported. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue.